Event description:
After using suture to close patient up after removing 4 hemorrhoids, four new hemorrhoids came out. The sutures never dissolved but the md kept putting more sutures back 4 times. During the 5th procedure, the anesthesiologist said patient cannot have sutures in the body. Patient is having bad allergic reaction. Patient is swollen and also have granuloma.